Event description:
Customer reported that the wake/power button on top of the pump had a delayed response. There was no information provided about any adverse impact to the customer's blood glucose level. Customer declined follow-up, and no further corrective actions or additional information were received.